Manufacturer narrative:
Concomitant product : dtba1d1 ICD, implanted (B)(6) 2014.

Event description:
It was reported that the device indicated elective replacement (eri) early and the left ventricular lead had increasing, then high threshold. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.